Event description:
A pt reported experiencing inaccurate low results with a surestep meter. In 2001, pt's blood glucose was 12.0 versus 22.4 mmol by lab. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.